Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "cant see through scope" was confirmed. According to henke: scope evaluated as a level 3. Deep distal tip/fiber damage, dents/bent, broken lenses, scratched distal negative lens and sidearm cone. Probable root cause for this failure is: the complaint for ¿can¿t see through scope¿ has been confirmed and is due to customer use and handling the reported failure mode will be monitored for future reoccurrence. The manufacturing date is unknown.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.